Event description:
It was reported that during an unk procedure, the device failed to fire. No pt consequences were reported.

Manufacturer narrative:
Date sent: 05/31/2007. Information anticipated, but unavailable at this time.